Manufacturer narrative:
The microsensor (ID 826653) was not returned for evaluation as the product was discarded; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. However, a possible root cause include excessive pressure applied to product or physical strength of materials unfit for intended use. Additionally, given that the icp microsensors are used in conjunction with an icp cable and monitor, it is possible that an issue or failure with either of those components could have led to the failure seen with the icp microsensor. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on september 01, 2023. The sensor was working normally during the procedure, however, when the patient was sent back to the ward and reconnected the microsensor, the microsensor could not be detected. The microsensor was retrieved and stop monitoring. The patient did not experience any signs and symptoms due to sensor issue. The patient is stable. The monitor used is icp express, 220 volt (ID 826635) and the cable is icp express cable (ID 826636).